Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the unit did not alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of the unit not alarming was not duplicated, so the original complaint issue was not able to be confirmed. The issue of low o2 was confirmed. Fields were updated accordingly.

Event description:
The dealer stated the unit did not alarm.